Manufacturer narrative:
Follow-up #1: date of submission 4/11/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/01/2016 with the following findings: no defect was found. Unable to duplicate ¿inaccurate delivery¿ complaint. Last basal delivery was on 03/18/16@8:25pm. No activity outside of normal use is observed, tdd add up correctly and reflect the programmed basal rate target. ¿ez-prime¿ steps were performed correctly, no delivery interruption occurred during the investigation, the pump reflected 24u after a 24hr on 1u/hr duration test. The pump passed a delivery accuracy test. The product performs within specification.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient had a blood glucose of 583 mg/dl with moderate ketones, and has lost confidence in the pump. Patient required no unusual treatment. During troubleshooting, customer support (cs) found the patient had been overriding the bolus dosage recommended by the pump, and referred the patient for diabetes management training, but did not identify any potential delivery issues with the pump. This complaint is being reported as the patient experienced hyperglycemia and lost confidence in the pump.